Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient mentioned they could not get their stimulation to intensify for the past couple of weeks. Patient said their stimulation went off when they tried to increase their intensity today. Agent understood the pt stopped feeling their stimulation today when trying to increase therapy settings. Pt mentioned the therapy was also not where they needed it on all groups and programs. During the call, the patient got the settings not available: cannot provide your desired intensity settings message on their controller. Agent reviewed role of rep and provided patient with number for heatlhcare provider to call. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.